Manufacturer narrative:
Event date (B)(6) 2018. Report date 17sep18. Philip's product support engineer (pse) troubleshot the issue with the customer over the phone. The pse recommended that the blower assembly be replaced. No further information was provided. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported while on patient use, the unit alarmed for low tidal volume and patient circuit occluded. The blower was not running. There was no patient harm reported. The event date was not specified; estimate used.